Event description:
It was reported to bsc that during a therapeutic procedure (female patient, age unknown), four pieces of the pebax coating fell off into the common bile duct. The customer reported the anatomy was altered due to a previous subtotal gastrectomy and that previous to the coating falling off a brushing had been done in a "u-turn" position. The pieces of pebax were not retrieved. The procedure was completed with the subject device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.